Event description:
Customer states that he attempted to use his advantage meter when he was experiencing hyperglycemic symptoms, but obtained an error. Customer was taken to the hospital and admitted for 2 days and received treatment at the hospital (treatment not provided). Customer was using aviva strips with an advantage meter. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.